Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 42 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The time on the insulin pump was off by ten minutes, so the customer was assisted with correcting it. The customer's husband stated that the customer's glucometer was providing inaccurate readings, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report completed to the best of our knowledge.